Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had an infection and started antibiotics on (B)(6) 2014 and would take until finished. The patient stated that it was puffy ¿back there.¿ the patient also reported that she didn¿t get any direction from the doctor besides you can ¿take a shower now.¿ it was noted that the patient spoke with the manufacturer's representative (rep) and had made arrangements to talk with her later that day to go through things. Additional information has been requested but was not available at time of report.